Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency room due to a syncopal episode. Interrogation of found the right ventricular (rv) lead had exhibited high out of range pacing impedance measurements. There was also evidence of oversensing on the right ventricular (rv) channel. It was noted the lead configuration had changed from bipolar to unipolar due to the out of range measurements. It was suspected loss of capture occurred due to a potential contact anomaly between the lead and the device. Reprogramming to unipolar pace and bipolar sense was discussed. A device replacement procedure was also being considered. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency room due to a syncopal episode. Interrogation of found the right ventricular (rv) lead had exhibited high out of range pacing impedance measurements. There was also evidence of oversensing on the right ventricular (rv) channel. It was noted the lead configuration had changed from bipolar to unipolar due to the out of range measurements. It was suspected loss of capture occurred due to a potential contact anomaly between the lead and the device. Reprogramming to unipolar pace and bipolar sense was discussed. A device replacement procedure was also being considered. No additional adverse patient effects were reported. This device was later returned for analysis. The product has been received for analysis. This report will be updated upon completion of analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency room due to a syncopal episode. Interrogation of found the right ventricular (rv) lead had exhibited high out of range pacing impedance measurements. There was also evidence of oversensing on the right ventricular (rv) channel. It was noted the lead configuration had changed from bipolar to unipolar due to the out of range measurements. It was suspected loss of capture occurred due to a potential contact anomaly between the lead and the device. Reprogramming to unipolar pace and bipolar sense was discussed. A device replacement procedure was also being considered. No additional adverse patient effects were reported. This device was later returned for analysis. The product has been received for analysis. This report will be updated upon completion of analysis. No additional adverse patient effects were reported.